Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic following missed hemodialysis sessions and supratherapeutic vancomycin levels. The patient also noted that they had driveline damage that occurred on 05dec2024 when the driveline came into contact with the wire rack in the patient's oven which had been in use. The patient denied any alarms or abnormal pump parameters which was confirmed via device interrogation. Due to the melting seen on the outer layer of the driveline a modular cable exchange was performed with no issues. A photo of the damage and log files from prior to the system controller exchange were submitted for review which captured unusual internal power connection fault flags when the patient was utilizing battery power. These types of alarms are typically caused by a poor connection between the batteries and battery clips. There was no other unusual alarms or faults recorded.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical alarm and equipment exchange could not be confirmed through this evaluation. Data from 27nov2024 to 05dec2024 was reviewed. Of note, it was reported the provided log file was retrieved prior to the equipment exchange. The controller event log file did not capture any atypical alarm event. The system operated within the patient speed limit value (6,100 rpm) and low speed limit value (5,700 rpm). Attempts were made to obtain additional information from the customer regarding the exchange of system controller (serial # (B)(6) and product return status; however, no additional information was provided. A root cause of the atypical alarm issue and system controller exchange could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ also under this section, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ replacement of the modular cable is also outlined, which has two options: replacing the modular cable one segment of the driveline includes the modular cable. If the modular cable needs to be replaced due to damage or fatigue, it can be accomplished in two ways. Option 1: replace the current modular cable with both a new modular cable and replacement system controller. Option 2: replace the current modular cable with a new modular cable only. No further information was provided. The manufacturer is closing the file on this event.